Event description:
During setup of the device for use, the air bubble detector module was not operating as expected. In the course of troubleshooting the system, the user found the level sensor transducer hot to the touch. There was no injury to the pt as a consequence of this event.

Manufacturer narrative:
One of the two power supplies that convert ac mains power to 24 volt power used by the console had failed. The failure resulted in an ac voltage being applied to the level and air bubble sensors, resulting in the observed behavior.